Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had audio vibrate anomaly. The customer¿s blood glucose level was 4.5 mmol/l at the time of the incident. Customer stated that they went into the audio options and set the volume to 1 and cannot really hear a tone at all. Customer stated that if they change it to 5, they can here a beep, but it was not very loud. Customer reported they did not hear beeps when audio volume settings were saved. Customer run self test and test was passed, they heard the beep over the phone but when they was in bed or the car they was not hearing the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume and activated the vibrate motor, each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or vibrate anomaly noted during testing (B)(4).